Event description:
The customer reported three cases of toxic anterior segment syndrome (tass) following unevenful cataract surgery. The surgeon uses a clear cornea incision. The pt was injected with the steroid, kenalog. The pt is reported as doing good. This report is for the third of the three patient's. Reference MDR numbers 2028159-2008-00031 and 2028159-2008-00032.

Manufacturer narrative:
Add'l copies of the dfu for the phaco and I/a handpieces have been sent to the customer. The dfu's contain instructions for the cleaning and sterilization of reusable accessories. No consumables were saved by the facility for further evaluation. Alcon has previously investigated this type of event, otherwise known as tass (toxic anterior segment syndrome). As part of this investigation, alcon co-sponsored a tass taskforce and the final report (dated sept 22, 2006) found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in reported tass cases. The investigation of tass related issues has concluded there is no evidence that tass is associated with the use of an alcon product.